Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be peritonitis. The cause of the peritonitis event was not reported. Treatment for the peritonitis event was not reported. It was reported that dianeal therapies were ongoing until the time of death. It was not reported if the patient was connected to the homechoice (hc) device at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as (B)(4).